Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 1.3 and 1.4 failed to recover. A field service engineer (fse) replaced the faulty control engine in position 1.4. A medication obstruction was cleared from pocket 1.3. After completing the repairs, the fse ran a full hardware test application (hta) test on the entire mini drawer, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failure. The customer stated that they were unable to access the medication from the affected cubie, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.